Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H4: the lot was manufactured between march 19-20, 2024. The device was received for evaluation. Visual inspection using the naked eye noted fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the leak was found to be an untightened winged luer cap. There were no signs of surface roughness observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the device with green colored water and monitored until the next day; no signs of leak were observed. The reported condition was verified. The cause of the condition could not be determined; however, may be due to an use error by not securely tightening the winged luer cap. The product labeling (IFU, instructions for use), indicates that the winged luer cap should be securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked within the sealed overpouch. The issue was further described as, "sealed bag infusor came in had fluid in bag, leak identified when bag was torn open and fluid spilled out". The device contained 0.9% sodium chloride. This occurred prior to patient use. There was no patient involvement. No additional information is available.